Manufacturer narrative:
The machine was evaluated at location. The machine and all supplies in use were tested and functioned as expected. There was no problem with the machine or supplies noted and the machine was returned to service. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is a temporal relationship between hemodialysis therapy and the seizure and subsequent cardiac arrest and death. However, there is no documentation that shows a causal relationship between the patient event of seizure and subsequent cardiac arrest and death on the 2008t machine. Additionally, there is no allegation of a machine malfunction and all testing of the machine and supplies found no issues and the machine was returned to service.

Event description:
A facility biomedical technician reported a patient expired during hemodialysis treatment. During follow up the technician reported the patient was approximately 20 to 30 minutes into treatment when he began to have a seizure event. The hemodialysis was immediately stopped and patient disconnected. The seizure event continued and patient was treated at location. The patient lost consciousness following the seizure and went into cardiac arrest while receiving emergency treatment. A crash cart was used but the patient expired and was pronounced dead from cardiac arrest. The patient had a complex medical history, was considered an "at risk" patient and the seizures were a known condition. She did not believe dialysis was the cause of the event. The machine and all supplies in use were tested and functioned as expected. There was no problem with the machine or supplies noted and the machine was returned to service. There was no blood loss or leaks noted during treatment and it had proceeded as normal until patient started seizing. Additional information was solicited but not made available.